Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button was depressed and the insulin pump was shutting off and on. Customer¿s blood glucose level was 138 mg/dl. Customer also reported that insulin pump had partial display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened esc, act, up and down button dome switch .no button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test. No unexpected missing segment or partial display anomalies noted.